Event description:
It was initially reported that the physician handheld would not power on when the power button was pressed. It was reported that the physician kept the handhelds plugged in all the time and at the time of the report, the handheld had not been used within the past week. The handheld was not showing the orange or the green light. Three different working power outlets were used but the handheld still would not power on. The handheld is stored in the office. The handheld and flashcard were returned to the MFR for eval. An analysis was performed on the handheld and the reported allegation was verified. The cause for the reported allegation is associated with a blown fuse in the handheld. The most likely cause for the blown fuse is associated with a defective serial cable associated with another handheld in the physician office reported in MFR¿s report number 1644487-2011-01508. No further anomalies were identified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure was found, but did not cause or contribute to a death or serious injury.